Event description:
It is reported that the pt was revised due to infection.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. Eval summary: this device has been in vivo for approximately 5 years, 4 months. The sterilization process for this device is in accordance with FDA regulations and iso standards to a sterility assurance level (sal) of 1.0 x 10 (-6) or better. The mfg lot specified in this complaint was processed according to the sterilization process parameters and met all the acceptance criteria that the sterility release. Therefore, it is highly unlikely that the specified device caused or contributed to any pt infection. In addition, before each mfg lot is released, the "certificate of processing" from the sterilization supplier is reviewed for conformance. This certificate lists the maximum, minimum, and actual gamma dose in kgy. Cause cannot be definitively determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.